Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review. No new information was identified that changes the previously submitted device investigation or its conclusions. Medical safety/clinical review: medical safety/clinical reviewed the event: the patient presented to the emergency department with chest pain, shortness of breath, and hypotension. The patient experienced ventricular fibrillation cardiac arrest, underwent defibrillation three times, and achieved return of spontaneous circulation. The patient was emergently taken to the cardiac catheterization laboratory. An impella cp device was successfully implanted for mechanical circulatory support. Due to ongoing hemodynamic instability, venoarterial extracorporeal membrane oxygenation (va ECMO) was initiated (ecpella support). Percutaneous coronary intervention was performed with placement of two stents to the left anterior descending artery and three stents to the left circumflex artery. The patient was pending transfer to a higher level of care facility for ECMO management. Following impella cp implantation, the patient required intermittent intravenous push doses of epinephrine (100 mcg) for hypotension and lack of cardiac pulsatility. The following day, bilateral lower extremity pulses were absent. Per the physician, the absence of pulses was attributed to core temperature approximately 33°c and lack of pulse pressure while on ecpella support. The patient was rewarmed. A positioning concern was later identified with echocardiography demonstrating the impella cp positioned at approximately 5 cm. Cardiothoracic surgery elected not to reposition the device at that time. Approximately four days later, the patient developed hematuria and fever. The impella cp was explanted, and the patient was escalated to an impella 5.5 device for continued mechanical circulatory support. During impella 5.5 support, the patient experienced multiple complications, including epistaxis, pericardial effusion, infection, arrhythmias, and organ failure. The patient underwent pericardial drain placement in interventional radiology, with approximately 550 ml of fluid removed. Anticoagulation with heparin was held due to pericardial effusion and a bloody nose. The patient developed pneumonia requiring sedation with dexmedetomidine and was noted to be in liver failure. Va ECMO had been decannulated three days prior; however, the patient developed atrial fibrillation with rapid ventricular response and required recannulation on the same day. Additional advanced therapies, including consideration of right ventricular assist device placement, were discussed. The patient's condition continued to deteriorate, and the patient expired following withdrawal of care. The event story involves two product complaints: impella cp - MDR 1220648-2025-48633: serious injury. Impella 5.5 - MDR 1220648-2025-48632: death.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, epistaxis/ pericardial effusion/ organ failure, the cause was not determined due to insufficient clinical details. Infection/ arrhythmia, in order to make a root cause determination, all of the clinical details would have to be provided. The root cause was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was initially implanted with an impella cp for mechanical circulatory support (mcs). The patient experienced adverse events, device positioning issue. The impella cp device was explanted and replaced with an impella 5.5 for escalation in care. The patient experienced additional adverse events and subsequently expired. The patient presented to the emergency department with complaint of chest pain, shortness of breath, and hypotension. While in the emergency department, the patient ventricular fibrillation arrested. Return of spontaneous circulation (rosc) was achieved, and the patient was taken to the catheterization lab. Three shocks were delivered. The impella cp was successfully placed. However, the patient required initiation of veno-arterial extracorporeal membrane oxygenation (va ECMO). Percutaneous coronary intervention (pci) was completed with two stents placed to the left anterior descending artery and three stents to the circumflex. Thereafter, the patient was transferred to another hospital for a higher level of care and ECMO management. Later this same day, hypotension was still noted. 100mcg doses of epinephrine were given ivp due to the hypotension and lack of cardiac pulsatility. Additionally noted this day from an echocardiography was the impella cp was at 5cm. The physician elected not to reposition at this time. The following day, no pulses were found bilaterally on lower extremities in which the physician attributed the patient's core temperature of 33 degrees and had no pulse pressure on ecpella (ECMO and impella). The patient was rewarmed. Four days later, hematuria was noted; urine output turned red and the patient was febrile. Later this day, the patient was transported to the operating room for the impella cp removal and impella 5.5 escalation with continued ECMO support which was completed without incident. The following day the patient experienced epistaxis, pericardial effusion and after the patient arrived back from interventional radiology after having a pericardial drain placed (550mls were removed), heparin was placed on hold due to the effusion and nosebleed. Ecpella support continued and approximately three days later ECMO was decannulated and the patient went into atrial fibrillation with rapid ventricular response and needed to be recannulated the same day with possibly placing a right ventricular assist device the following day. However, it appears the rvad was not placed and three days after the ECMO decannulation/recannulation, the patient was noted to be on dexmedetomidine for pneumonia and was in liver failure. Two days later the patient expired as care was withdrawn.

Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. Device status. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.